Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 03/mar/2026 against "lot number" "6013176" and similar malfunction codes: soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6013176 and the identified failure mode are not associated with any nonconforming reports (ncrs) or corrective and preventive action (capas) of the same or similar nature. Similar complaints search: a query was run in the eqms on 03/mar/2026 against "lot number" criteria equal "6013176" and similar malfunction codes: soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaints is 9. Conclusion: after review, only complaint (B)(4) and complaint (B)(4) were determined relevant to the reported issue. The other seven records were previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 6013176 was manufactured according to work instruction (wi) version 82 and packaging in multivac 12, on 05/may/2025 with a total of (B)(4) units. The sub-assembly of the lot 5d03443 was manufactured according to the wi version 29 and manufactured in quickset line, on 05/may/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot 6013176 were previously tested in complaint (B)(4) on 18/nov/2025. Wi - guidance for visual testing for complaints area version 3: all 10 samples tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: all 10 samples tested passed. Functional testing for the reported malfunction soft cannula bent/kinked/crimped after removal- blockage. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: the complaint documentation denotes "return: nothing," indicating that no product was made available for retrieval. Consequently, the investigation could not include a physical or material evaluation of the device, and the assessment was therefore limited to the information provided in the complaint record. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013176 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, no samples were available for analysis. Consequently, the investigation was conducted using reference samples, and no failures related to the reported complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient was hospitalized on (B)(6) 2026 due to hyperglycemia caused by bent cannula. The blood glucose level was high and the patient was treated with insulin via pump and later by intravenous (IV) insulin drip. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: norway.